Event description:
Customer reported that a patient presented with an infection at an unspecified time following left knee arthroscopy with removal of previously implanted hardware. It is assumed that antibiotics were prescribed to address this event.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.